Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'occlusion error' which was not reproduced. A review of the event history log identified multiple presence of 'upstream occlusion!' And 'downstream occlusion!' Alarms but were not determined if the alarms were true or false. The reported condition was verified. Evaluation of the device properly detected occlusions and run without occurrence of false or constant alarm. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion error. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.